Manufacturer narrative:
Evaluated 3 open and used reservoirs. Performed pre-fill test to reservoir. No air bubbles observed during analysis. Checked o-rings and stopper groove for defects and none were found. Also ran basal, bolus test: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no air bubbles and no leaking. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had air bubble. The customer reported that the air bubbles would not move back into the vial. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.